Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.